Event description:
A customer reported a malfunction with their pump, which was showing a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. During the troubleshooting process, technical support provided instructions to inspect and clean various components, but the customer was unable to successfully load the cartridge. Consequently, the issue was escalated for further troubleshooting support.